Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and determined that the bolt on the cover on the ck5 valve was damaged, allowing water to leak into the unit's steam generator and onto the floor. The technician replaced the bolt on the ck5 valve and ordered replacement parts for the steam generator. The sterilizer is currently out of service until the remaining repairs can be completed. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their amsco 400 sterilizer was leaking water onto the floor. No report of injury.

Manufacturer narrative:
While onsite to perform repairs, the technician was informed by user facility personnel that they had recently performed repairs on their plumbing system and increased the incoming water pressure. The water pressure exceeded the sterilizer's water pressure specifications causing the reported damage to the ck5 check valve. The user facility is responsible for ensuring that the facility water pressure remains within the sterilizer's operating specifications. The amsco 400 sterilizer operator manual states (3-1), "water pressure - water ejector specification is 30 to 50 psig (2.1 to 3.5 bar), dynamic." The operator manual further states (3-1), "water pressure supplied must be within specifications as shown on the equipment drawing. If pressure is too high, a regulator must be installed. If water pressure is too low, equipment performance will be affected." The user facility installed a water pressure regulator. The sterilizer was tested and returned to service. No additional issues have been reported.

Manufacturer narrative:
All repairs have been completed for the amsco 400 sterilizer subject of the reported event. The technician tested the unit and found it to be operating according to specifications. The unit was returned to service. No additional issues have been reported.